Event description:
The recipient is reportedly experiencing retention issues and pain with device use. External equipment was exchanged, however, the issue is not resolved. Revision surgery is scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another cochlear device. The recipient has healed well.

Manufacturer narrative:
The external visual inspection revealed a damaged epoxy header. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical tests performed. This is an interim report.

Manufacturer narrative:
(B)(4). The external visual inspection of the device revealed a damaged epoxy header. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. The reported complaint of pain and non-auditory sensation could not be verified. The device passed all of the tests performed. This older device configuration is no longer manufactured. This is the final report.